Event description:
It was observed that during the device inspection, the colonovideoscope exhibited air/water-tube with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material was not removed because reprocessing could not be conducted properly by leakage due to scratched switch (5). The event can be detected/prevented by following the instructions for use which state: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.